Event description:
The doctor reported that the zi-real abutment fractured in the patient's mouth at the hex. It was also reported that the patient did not suffer an injury or infection.

Manufacturer narrative:
At the time biomet 3i became aware of this event, it was not considered reportable. Subsequent review of reporting policies has determined abutment fractures for this product type should be reported as malfunctions. This event was identified as one requiring retrospective reporting based on a recent audit of complaint data and enhancements made to reporting policies applicable to abutment fractures. Investigation results: upon visual inspection, found that this icap454 has fractured around the bottom portion of the ceramic abutment. Likely cause: biomechanical overload.